Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was stretched and separated approximately 3cm to 12cm distal. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter detachment occurred. A renegade¿ hi-flo¿ kit was selected for use. During preparation, the device was flushed very well with saline inside its track. Then, the device was pulled out gently and it was noted that the head part or hoop was separated from the catheter. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that catheter detachment occurred. A renegade¿ hi-flo¿ kit was selected for use. During preparation, the device was flushed very well with saline inside its track. Then, the device was pulled out gently and it was noted that the head part or hoop was separated from the catheter. No patient complications reported.